Event description:
It was reported that during the routine expansion of the veptr, done every six months, the rib expansion pliers have metal that tensions the instrument and it broke. A second device was then used and it broke. A third unknown device was used to complete the procedure. Event #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product development evaluation, visual inspection report stated that the return spring of device 388.471 was found to be broken at the junction of the spring and handle slot. Slight marks on the distraction pin and arms are visable and consistent with normal use. The spring in device 388.471 is only to return the device to the closed position. The primary function of the pliers is distraction of the veptr or veptr ii device. This function is still possible with a broken spring. The design of the device is appropriate for the intended function. Because the cause of the device failure is unknown, this complaint is dispositioned as indeterminate. The manufacturing evaluation, visual inspection report stated that the leaf spring was broken at the start of the channel in the handle. There is also a chip from the handle in the area of the spring (from an impact). The device corresponds to the drawings and processes at the time of manufacture. The spring broke due to a corrosion tension crack at the area where it is mostly under tension. The device also shows signs that it was cleaned and sterilized under tension which puts the spring under unnecessary stress in difficult conditions (higher temperatures etc. /not recommended). The mark on the handle shows that the device also received a heavy blow which could also have weakened the spring. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.